Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level was 52 mg/dl, 300 mg/dl, 303 mg/dl and 260 mg/dl which was treated with food and glucose tablets. Customer stated that insulin pump was not working. The insulin pump will not be returned for analysis.